Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had a sudden return of tremor in the night. The patient was given medication and their device was checked. The patient¿s device was checked and it was found to be at eos. It was unknown if this was premature depletion or not. The patient¿s spouse stated they thought their doctor would tell them when the device needed to be replaced, so they did not check it. Additional information was received on 2017-03-23 from the patient¿s healthcare provider which reported that the patient¿s ins was replaced and the issue resolved. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.